Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the jaws had become yielded causing the clip to be ejected and making the instrument non-functional. While no conclusion could be reached as to how this damage had occurred.

Event description:
The device was used during a laparoscopic cholecystectomy, the clips on the device were not being stopped by the end of the instrument. Case completed with another device of the same product code. No patient consequence.